Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of a hole in the catheter and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a hole in the catheter. On (B)(6)2011, the patient experienced peritonitis. On (B)(6)2011, the patient was hospitalized for the peritonitis. On an unreported date, a peritoneal effluent culture was performed with unknown results. The cause of the peritonitis was reported as a hole in the catheter. Treatment information was not provided. On (B)(6)2011, the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis. The outcome for the hole in the catheter was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The consumer declined to have the nurse contacted for further information. On 23mar2012, baxter attempted to contact the pd nurse to obtain information pertaining to the catheter failure reported by the patient. The pd nurse was unable to provide any additional information related to the event. No information was provided in regards to the catheter manufacturer, brand or lot number of the catheter in use. Patient injury reported: yes. Medical intervention required: no. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).